Event description:
The facillty's biomedical engineer reported an infusion pump with an 813:01 failure code. The hosptial representative stated to the baxter service facility that they have no record of any patient incident involving the pump since the last baxter service event.